Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high pacing impedance and high capture threshold. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing lead impedance and inadequate capture were confirmed. As received, only the distal segment of the lead was returned in one piece for analysis. Visual inspection found calcification covering the ring electrode which is assumed to be the cause of the reported events of high lead impedance and inadequate capture. Failure event unrelated to the reported events was identified in analysis. Final analysis identified external insulation abrasions to the suture sleeve. The cause of the external insulation abrasions is consistent with friction to the device can.